Manufacturer narrative:
A supplemental report will be submitted upon completion of the instigation.

Event description:
It was reported that, "as the surgeon was inserting the screw into the acetabular shell, the torque head of the screwdriver snapped and broke off. The piece was retrieve but discarded."